Event description:
It was reported the device did not stimulate the patient. The patient experienced anal incontinence again. As a result, they were hospitalized because of dehydration due to the diarrhea. Due to the defect, the system was removed, however it was necessary to re-implant a lead at the ¿initial stage¿ before carrying out the implantation of a new ins. It was not possible to operate on the patient¿s hip due to their anal incontinence and them being in a wheelchair. It was stated the patient ¿should have a new surgical intervention for the replacement of the device.¿ no further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical product: product ID: 3093, lot# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Analysis of the tined lead found that it was not completely seated in the ins connector port. The setscrew was tight to the tubing between the #1 and #2 connectors. There was degradation of the insulation that appears to be breached mio in the connector area of the lead and the tubing separated at the butt joint adjacent to the #0 connector due to overstress. The conductors were severely stretched and pulled out of the lead detaching the conductors from the electrodes. The lead was stretched and partially pulled out of the ins. (B)(4).

Event description:
Additional information received reported, the patient was to be implanted with a new device on 2015 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported the only problem was with the connection between the device and lead (impedances). The device was removed because it did not work the 2015 (B)(6). The patient was re-implanted with a complete new system in (B)(6) 2015.